Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing done in (B)(6) 2017 showed affected channels, but there was no deterioration of response to sound so it was decided to monitor the child. In (B)(6) 2018 additional channels were affected and the user was responding poorly to sound with the device. There is no report of an accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, minor damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient was being monitored since (B)(4) 2017 due to high levels of impedance found during device assessment, but the hearing performance was not affected at that time. There was no accident or trauma reported. Re-implantation is considered but no date has been scheduled. Additional information has been requested from the field, but none has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was being monitored since (B)(6) 2017 due to some affected channels however hearing performance was not affected at the time. The user currently reports poor sound response. No accident or trauma is reported. The user has been re-implanted.